Event description:
Report received from (B)(6) regarding a cutter/burr device in which the "sterile pack was deformed". According to the report. There was a hole " worn in the package. The alleged defect was observed upon receipt of the product, during inspection. Therefore, the device was not used in surgery. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The cutter/burr device was not received for evaluation. Therefore, the reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
(B)(4).